Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead helix was not able to extend. The ra lead dislodged and fall into the atrium which was able to be confirmed via fluoroscopy. The ra lead was not used and replaced during the procedure. The patient was in stable condition.